Manufacturer narrative:
All hardware was intact at the time of the removal. There were no signs of infection. All hardware was evaluated at the hospital and was found to be intact and had performed as intended. All levels treated had achieved a solid fusion. Additional hardware: four g711-65-45 / lot 1101 / 6.5mm x 45mm tilock pedicle screws, device manufacture date: august 2012; six g826 / lot 10368 / circular set-cap device, manufacture date: september 2012; two g150-80 / 1064 / 80mm curved rods, device manufacture date: july 2011; two g300-med / 1099 / medium crosslink, device manufacture date: september 2012.

Event description:
In (B)(6) 2012, the patient underwent a two-level fusion at l4/5 and l5/s1. After the procedure, the patient complained of continued pain at the treatment site. Radiographic studies revealed a solid fusion at the levels treated but the pain persisted. The patient underwent removal and re-exploration surgery on (B)(6) 2013. The re-exploration revealed the patient was properly fused, all hardware was intact, and there was no sign of patient infection.